Event description:
The patient contacted animas on (B)(6) 2013, reporting blood glucose levels of 560 and 525 mg/dl with mild nausea. The patient reported filling a cartridge and placed the cartridge into the pump; the patient reported that after priming three times, no insulin was seen coming from the end of the tubing. The patient reportedly continued to use the pump without seeing insulin coming from the cartridge. The cartridge was removed from the pump and the patient was able to manually prime the cartridge but no insulin was coming from the end of the tubing. The patient inspected the cartridge and realized that the cartridge was full of air with no insulin. The patient confirmed that there were no signs of leaking. The patient was advised that it appeared that the cartridge was inadvertently filled with air instead of insulin which resulted in the elevated blood glucose levels and the lack of insulin during the prime step. The patient filled a new cartridge and placed it into the pump and the pump was able to prime the new cartridge appropriately. This report is made based on the allegation that the patient experienced hyperglycemia related to inadvertently filling the cartridge with air instead of insulin.

Manufacturer narrative:
The pump is not being returned to animas at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Troubleshooting of the event indicated that the patient had inserted a cartridge full of air into the pump resulting in elevated blood glucose levels.